Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed an itchy rash under the sensing electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that she is under medical treatment and uses a cortisone ointment. Follow up indicated that the ointment is helping with the skin irritation.